Manufacturer narrative:
Under european law, pt information is considered confidential and will bot be released by the site. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Event description:
The hospital alleges the unit stopped ventilation without an alarm. The clinician reportedly switched to manual mode of ventilation. Pt was reportedly given a drug injection to accelerate the heart. There was no reported pt injury.